Event description:
It was reported by service report that the footboard was not turning on causing bed exit and scale to be unavailable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: footboard not functioning.